Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6)2024 until the care was withdrawn on (B)(6)2025. The event occurred on (B)(6)2025, which is (23 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report on (B)(6)2025 that the patient being supported with an excor pediatric vad system had new onset irritability on (B)(6)2025. Despite therapy with anticonvulsants and medical measures for intracranial pressure (icp) there was a loss of eeg activity. Eeg continued to be poor with minimal activity. Exam showed only brain stem activity. CT scans showed onset cytotoxic edema on (B)(6)2025 and severe cerebral edema with compression of left and right middle cerebral activity (mca), right anterior cerebral activity (aca) and sparing of left frontal area (B)(6)2025. After discussion with the neurologist, the family understands the poor prognosis and does not want to pursue further care. As such, care was withdrawn on (B)(6)2025. According to the site, the excor blood pump performed as intended with complete fill and ejection. Deposits were noted in the excor blood pump.